Manufacturer narrative:
The event of "inflammation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation.

Event description:
Patient reported "lot of pain", "encapsulated prostheses, both folded and well inflamed inside". The device has been explanted. This record is for right side.

Event description:
Healthcare professional reported capsular contracture baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.